Manufacturer narrative:
Additional information: during inspection, it was noted that the protective sheath was not easy to remove. The protective sheath/stylette was attempted to remove twice with no success, and it was only after adjusting its shape that it could be removed. The stent was inspected post removal of the protective sheath and no issues were noted visually. The inflation device remained on neutral pressure during delivery of the device. A launcher guide catheter was used. The stent did not interact with an accessory device, pushing inside the guide catheter was smooth. It was later detailed that during the adjustment process and reinsertion of the launcher guide catheter, a dislodgement occurred. The launcher guide catheter was inspected before use and no issues were noted. No intervention was required to remove the dislodged stent. Patient's age added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent when stent dislodgement occurred during retrieval after deployment failure. There were no issues noted when removing the device from the hoop/tray. The device was inspected with issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was the mid right coronary artery (rca). The lesion had moderate tortuosity, mild calcification and 80% stenosis. An attempt was made to deploy the stent but the stent could not be expanded. During attempted extracorporeal stent removal, the stent became dislodged. The stent was re-loaded and pulled back out. The device passed through a previously-deployed stent. There was no resistance encountered when advancing the device. There was no excessive force used during delivery. The stent was removed from the patient. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Image review: one still image returned for analysis but the image was unclear. One fluoroscopic image was also provided which shows the presence of a dislodged stent in the vasculature. No images were provided showing the attempted stent delivery and removal of the stent when it dislodged. Therefore, the cause cannot be confirmed, although the dislodgement can be confirmed from the image. Correction: annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.